Event description:
It was reported that no disposal alarm again. Settings reviewed, clamped tubing, powered pump off, removed cassette, rubbed tubing and depressed the green clamp, rubbed again, tapped on a hard surface and rubbed again. Replaced cassette, unclamped tubing and restarted pump. Pump displays run. No further questions.